Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a moderately to heavily calcified right common femoral artery after an embolization procedure. Reportedly, all the deployment steps were followed; however, hemostasis was not achieved. Manual compression and a hemostasis pad were used for an hour due to bleeding and then two additional hours due to oozing. After the three hour period a femostop was applied to the area. The patient was stable and was discharged the following day. There was no adverse patient sequelae. Though requested, no additional information was provided.